Manufacturer narrative:
Section h6: type of investigation: event history log review (4121). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient experiencing a backup battery fault was confirmed via analysis of the submitted log file; however, the reported event was not confirmed during testing of the returned product. The heartmate 3 system controller (serial number (B)(6) ) was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file from the returned system controller contained data spanning approximately 8 days ((B)(6) 2023 per the timestamp). The log file captured backup battery fault alarm active from (B)(6) at 14:27:18 to (B)(6) 2023 at 10:15:45 due to the backup battery failing the load test due to the loaded voltage being under the acceptable threshold voltage compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Additionally, the downloaded controller periodic log file from the returned system controller contained data spanning approximately 10.5 days (29apr2023 ¿ 10may2023 per the timestamp). The log file captured an atypical backup battery fault alarm active from (B)(6) 2023 at 14:54:07 to (B)(6) 2023 at 9:54:01 due to the backup battery failing the load test . The onset of the alarm was not captured due to the periodic log file only collecting data at specified time intervals rather than upon the detection of an event. During the evaluation, the controller was functionally tested and passed all steps without issue. Additionally, the controller was able to operate on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The reported event could not be reproduced during testing. Multiple attempts were made to obtain additional information about the reported event such as when the backup battery was replaced if the backup battery fault alarm resolved with the controller exchange, and if the alarm didn¿t resolve what the plan of care is; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. A corrective action/preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event was manufactured prior to the implementation of the CAPA. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. He device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a battery fault alarm and that the battery was replaced initially resolving the fault. However, at some point the fault returned. The patient's system controller was exchanged.